Event description:
Note: no lot number was provided by the customer. Attaching the original complaint mail for further reference. Material: 305930. Material description: syringe 1.0ml 29ga 1/2in bls 400 sg. Complaint description: rehab, rn was giving insulin injection and then went to engage the safety lock. The needle back towards her and poked her in the palm.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.